Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 27.4mmol/l at the time of incident. The customer¿s current blood glucose value was 11mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported insulin was not delivering. Insulin pump was over delivering. The customer declined further troubleshooting. Troubleshooting was performed. Displacement test was performed and it was passed. No further complications were reported. The insulin pump will not be returned for analysis.